Manufacturer narrative:
The customer sent the subject scope to a third-party service provider because a cleaning brush had gotten stuck in the scope. The service provider removed the brush, replaced the biopsy channel, and inspected the repaired scope to ensure that the replaced channel was free from any blockage. Despite the repair, the customer observed a blocked channel by a broken part of a cleaning brush after initial reuse of the scope. Although fujifilm cannot identify when the brush part was introduced in the scope channel, they believe it may have occurred during reprocessing of the scope by the customer prior to use. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2021, fujifilm medical systems u.s.a., inc. Was informed of an incident involving the (B)(4) gastroscope. During reprocessing of the scope, a broken piece of a cleaning brush was found in the biopsy port. There was no patient injury. The patient was tested for possible cross-contamination, and the test results came back negative.